Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that the implantable cardioverter defibrillator was in backup vvi mode. A device restoration was performed successfully. The patient was to continue with regular follow ups. There were no reported patient consequences.